Event description:
Info received that the siderail will not stay up. No injury reported.

Manufacturer narrative:
Tech found that the siderail will not stay up on the left side. Replaced bent outer support to resolve this issue.